Event description:
It was reported that a pt that was scheduled for a bypass procedure went into cardiac arrest. The pt was oxygen deprived for approx 30 minutes. Heart massage and CPR were administrated during that time. The pt was opened and the dr noted severe cardiomyopathy. Act was 360 at the start of the case. Heprin was administered. Gas transfer was good for approx 10 minutes, then the partial pressure of oxygen reading dropped to 36mm hg. They changed out the monolyth oxygenator with another monolyth oxygenator. The partial pressure of oxygen reading for the new oxygenator was satisfactory. Due to the pt's state of severe cardiomyopathy, a heart transplant was not considered. Pt was taken off bypass and expired.